Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered wetness around the outside their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leak began. It was further described that the leak occurred due to the apd luer lock connector disconnecting from the supply bag (baxter extraneal icodextrin). There were no alarms reported. There was no report of any damage to the connector or the patient¿s supply bag. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The adapter used by the patient was no longer available for evaluation. The patient is continuing with peritoneal dialysis therapy.

Manufacturer narrative:
The complaint device was not returned for analysis; however, companion samples from the distribution center were made available to the manufacturer for physical evaluation. A visual inspection was performed on four companion samples and no defects were found. A dimensional inspection and a taper test were performed on these samples and both tests had acceptable results. The four companion samples were then tested using a liberty cycler for simulated use and passed. During the simulated use test, there were no observations of leaks or disconnections of the adapters. The devices worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformance reports or abnormalities during the assembly of this lot. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Testing of the returned companion samples and review of the DHR did not reveal a probable cause for the customer complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of adapter leak was not able to be duplicated. Although the evaluation of the companion samples confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint is not confirmed.